Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-jan-2018 with the following findings: during the investigation, a review of the black box showed unexplained power reset events. The battery compartment was found to be cracked on the side at the threads. The returned battery cap threads were stripped, and the battery cap was unable to fit to maintain electrical connection. The reported ¿power¿ complaint was duplicated. A test battery cap was undamaged and able to fit. The pump¿s ¿ez-prime¿ steps were performed correctly, no further power interruption occurred during the investigation. The pump¿s cover was removed, and no intermittent condition was found to the power printed circuit board.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (damage) issue. It was reported that the battery compartment was cracked and there was intermittent power in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.